Event description:
The MFR received info alleging a ventilator emitted a burning smell. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the eval of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.